Event description:
It was reported that during set up / inspection for use, prior to patient in the room, the subject device did not display the image with gi endoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h4, h6, h11 corrected fields: d5 the device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunction was identified during the device evaluation: due to failure in printed circuit board, the real-time image was not displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.